Event description:
On (B)(6) 2022, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the subject meter started displaying an inaccurate low reading on an unspecified date in (B)(6) 2021 at 6:30 am. The patient obtained a blood glucose reading of ¿125 mg/dl¿ on the subject meter compared to a reading of ¿240 mg/dl¿ on a laboratory device, obtained at 8:00 am that same morning. The patient manages his diabetes with a combination of diabetes medications (metformin with glibenclamide 30 mg in the morning) and stated that he continued taking his usual dose in response to the alleged issue. The patient also indicated that he thought the meter was giving him normal readings, therefore he felt overconfident and started eating more. At an unspecified time after the alleged issue occurred, the patient started to develop symptoms of ¿heavy legs, cloudy vision and pain in the joints and bones¿. The patient went to the doctor¿s office and the doctor prescribed pioglitazone 30 mg, modified his diet, and advised to get the meter changed. The patient informed that before treatment an unspecified blood glucose reading on an hcp meter was obtained. During troubleshooting, the cca established that the test strip vial was intact, that the test strips had been stored properly, and had not expired. The cca noted that the patient did not have control solution at the time of the call to test the subject system. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received hcp treatment after the alleged product issue began.